Manufacturer narrative:
The reported high impedance was confirmed. Visual inspection of the returned lead identified 2 fractures in the lead body. This would have caused the high impedance and contributed to the patient¿s loss of therapy. The root cause of the fractures is consistent with the lead being subjected to an overstress condition or sudden event while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced a loss of therapy due to high impedances. A CT scan showed a fracture in the lead. As a result, surgical intervention was taken to replace the lead.